Event description:
On b)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported to gore that on b)(6) 2012, the pt experienced paraplegia. The cause of paraplegia is unk. The physician sent the pt to a specific center for physical therapy. The pt status has not changed. No further info is available.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).